Event description:
Customer reported via phone, the insulin pump alarmed motor error. Customer stated last night she had changed the consumables out from the device and during the night her blood glucose was 252 mg/dl, she bloused and went back to sleep. In the morning her blood glucose was 252 mg/dl, she bloused again and it alarmed no delivery and then tested before getting the motor error. Customer's blood glucose was 353 mg/dl. The device was not exposed to an MRI. Customer was unable to complete the rewind sequence. Customer had already removed the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.